Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure for an acute ischemic stroke (ais) targeting the left internal carotid artery (ica), the first pass performed with the cereglide 71 intermediate catheter (nic71132c / 31267373) was without any problem. On the second pass, resistance was felt during stent retrieval, as a result angiography from the cereglide 71 was performed to confirm and it was observed that contrast leaked from the catheter, not from the distal lumen. The cereglide 71 intermediate catheter was removed from the patient and it was observed to be cracked at several centimeters from the tip. It was reported that resistance remained with the stent retriever (unspecified brand) after the cereglide 71 intermediate catheter was removed. The stent retriever was re-sheathed and withdrawn. The physician commented that ¿this was a case of massive thrombus and effective recanalization was not achieved, but no adverse events occurred that were directly affected by [the] cereglide 71 damage. The causal relationship between the cereglide71 damage and the traction resistance of stent retriever was unclear.¿ continuous flush was maintained during the procedure. The patient¿s condition was not reported. There was no report of any negative patient impact associated with the cereglide 71 intermediate catheter. On 07-may-2024, additional information was received. Per the information, the issue with the cereglide was confirmed after the second pass was performed. The first pass was conducted without any problems. On 13-may-2024, additional information was received. Per the information, after the cereglide 71 intermediate catheter was removed from the patient¿s body, it was replaced with an axs catalyst® 6 catheter (stryker). Subsequently, a third pass was made with the axs catalyst® 6 catheter via the combined technique with a 5mm x 37mm embotrap iii revascularization device. Recanalization was achieved and the procedure was successfully completed. The information indicated that the patient¿s condition ¿was fine.¿ on 13-may-2024, additional information was received. Per the information, after the cereglide 71 intermediate catheter was removed from the patient¿s body, it was replaced with an axs catalyst® 6 catheter (stryker). Subsequently, a third pass was made with the axs catalyst® 6 catheter via the combined technique with a 5mm x 37mm embotrap iii revascularization device. Recanalization was achieved and the procedure was successfully completed. The information indicated that the patient¿s condition ¿was fine.¿ on 14-may-2024, pre-shipment / preliminary photos of the complaint device was added to the complaint. The product analysis team reviewed the photos. The review is documented below. [Photo review]: pre-shipment photos were attached to the complaint file which show one section of the braided mesh of the cereglide with a different color than the rest of the mesh. Under magnification, a clear substance was observed in this section, approximately 3.50cm - 4.50cm from the distal end. No damages were observed on the device. A manufacturing record evaluation was performed for the finished device 31267373 number, and no non-conformances related to the malfunction were identified. On 26-may-2024, additional information was received from the japan team. Per the information a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was used and had withdrawal difficulty.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.